Event description:
It was reported that the patient was revised due to increasing pain, elevated metal ions, and a periprosthetic greater trochanter fracture approximately 10 years post implantation. The patient had to use an ambulation aid due to the pain. During the revision, metallosis, fluid, loosening of acetabular and femoral components, osteolysis, and small anterior pseudotumor were noted. All implants were removed and replaced with competitor product. The fracture was reduced and stabilized with cables. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products : ref 0100214154, lot 2435698, acetabular cup. Ref 0100181480, lot 2435670, femoral head. Ref 0100185145, lot 2408136, femoral head adaptor . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 h6: component code: mechanical (g04)- stem medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an. The patient underwent a revision due to pain, elevated metal ions, and a periprosthetic fracture. During the revision, fluid was found in the joint related to metallosis. The stem was loose and a pseudotumor was found. All zimmer products were removed and replaced with competitor products. Reported event was confirmed by review of medical records provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.